Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. MDR section codes updated/corrected: e. PMA 510k cannot be determined; device is unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and loosening. Or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Report number: 1038671-2023-02106 g4: 510k unknown due to specific device not being reported. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02106. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and loosening. Or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation, a patient had left knee replacement surgery on (B)(6) 2008. They subsequently underwent left knee revision surgery on (B)(6) 2022, approximately 15 years post primary procedure. The patient claims to have suffered from pain, instability, aseptic loosening, polyethylene wear, scar tissue, joint laxity, wear and oxidation to articular bearing and free pieces of polyethylene throughout knee, scarring, difficulty with mobility, and left knee total revision arthroplasty. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.